Event description:
It was reported that this patient as a dirt bike rider had broken their back, neck, and arms. As a result a pump was implanted. It was reported that the "dosage way overdosed." The dosage had been reduced to real low levels and the patient was on "instant relief medicines." The patient was "doing much better" and did not "wig out anymore." The pump was 'ok' and there were no further problems. It was unknown what medicine this device system delivered. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 85 90-1, lot # n0047989, implanted: (B)(6) 2006, product type accessory.